Event description:
A malfunction was reported, indicated by the code malf 0. However, there was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the customer by providing reset information and helping to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which the customer understood and acknowledged.